Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold lite vaginal support system during a vaginal vault suspension procedure on an unknown date. Post-procedure, the patient, who is over 18 years of age, presented with mesh extrusion (specifics unknown). The patient is reportedly fine. All other information is unknown. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.